Event description:
It was reported to boston scientific corporation on (B)(6)2009, that a trupath biopsy needle was used during an unknown procedure. However, the communication with the physician was interrupted before the complaint was completed. No additional details are available at this time. Several attempts to obtain additional details regarding the circumstances surrounding this event as well as procedural and patient outcome have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).